Event description:
It was reported that during a gastric bypass procedure, the device cut, but did not staple. Another like device was used to complete the procedure. There was no patient consequence.